Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer found no retention ring on the insulin pump. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer did not know that the insulin pump had the ring. The customer stated that the insulin pump was working fine. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test and self test. No missing reservoir tube o-ring was found during visual inspection.